Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the patient stated he experienced no alert on the dexcom g5 mobile application. The patient stated experienced a hypoglycemic event in which the dexcom g5 mobile app did not alert for a low. He stated he drove himself to the hospital and could not recall what his blood glucose reading was when he arrive. He indicated he was admitted to the hospital and also does not recall what treatment was made for the hypoglycemic event. The clinician "he saw" believed that the patient was experiencing a "heart stroke" and was transferred to a second hospital where he was discharged two days later. Additionally, the patient stated he was having difficulty completing sentences as well as having difficulty remembering what exactly occurred during the event. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined via data.